Manufacturer narrative:
The reported observation of ¿ipg communication, ipg does not display in generator list¿ was confirmed. Review of the implantable pulse generator (ipg) diagnostic logging was performed using the universal engineering programmer (uep) tool. It was confirmed the device was functional but would not communicate using the bluetooth option. Analysis on the implantable pulse generator (ipg) duplicated the reported observation and determined the root cause was due to a degraded bluetooth (ble) output frequency.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that ipg was unable to communicate with external devices, and patient had swelling at ipg site. Troubleshooting was unable to resolve the issue. As a result, surgical intervention may be pending to address the issue.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.